Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the implantable neurostimulator (ins) is implanted and functional. The rep clarified that the device was not replaced. The lead in the cervical spine has some high impedances. "We programmed around them and she has coverage and relief now." The rep informed the patient (pt) that the lead may eventually need to be 'released,' but hopefully not until the generator needs to be. The rep stated the pt did not understand or the person who spoke to with her misunderstood, and the generator does not need to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that when they try to increase their stimulation, the controller freezes and says it cannot provide the desired intensity. Patient stated they tried resetting the controller and the issue did not resolve. The patient was redirected to their healthcare provider to further address the issue. Pt commented that they cannot go without their therapy because they had nerves ripped from their neck and they had plates placed. Caller asked if the oor could be related to being reprogrammed. Agent reviewed information. Additional information was received from the patient (pt) stating that they met with a rep who resolved the issue, but it starting happening again about a week later. Additional information was received from the patient (pt) stating that the device has recently started having issues again, so their doctor will be replacing it.